Manufacturer narrative:
The device was received with the soft cannula deployed and the formed needle visible through the soft cannula. Inspection of the needle mechanism found that the needle was not seated in the slide retract. The slide retract was damaged, indicating that the formed needle was incorrectly installed. This resulted in a failure of the needle mechanism to fully retract the formed needle after deploying. Inspection of the cannula assembly found the exposed portion of the soft cannula to be damaged. A bend was observed on the formed needle. It could not be determined when these damages occurred. An 0x6a occlusion alarm was generated by the pod. The exact cause of the occlusion alarm could not be determined. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the pod generated a hazard alarm while wearing the pod between 4 and 24 hours on the arm. Upon inspection it was noticed that the needle did not fully retract back into the pod.